Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted an arteriotomy closure with a starclose vascular closure system after an interventional procedure. While splitting the sheath and advancing the thumb advancer, the vessel locator wings collapsed even though the vessel locator button was still depressed. The clip applier popped out of the artery because of the collapsed wings. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.